Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device had vibration. It was further observed that the device could not insert cutter. It was determined that the had damaged locking components, corrosion/rusting/pitting, foreign substance/debris/cleaning/sterilization and damaged flex circuit. It was further determined that the device failed pretest for cutter lock assessment, no short circuit between phases and connector body, no short circuit between hall sensors and connector body, no short circuit between 5cdc line and connector body and no short circuit between sensor gnd and connector body. It was noted in the service order that the device would not hold the cutter. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of the device vibrating identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).